Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There was no sign of physical damage on rear panel and power entry module switch. There were not visual indications of dried fluid within the cassette compartment. There was not visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Failure due to a physical damage on power switch. Replaced temporally to continue testing. Power on/off passed. Voltage verification check passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a transformer short on the power entry module switch.

Event description:
A registered nurse (rn) reported a cycler is alarming with a: can't turn on cycler issue. Rn advised when trying to turn on the cycler, it would not turn on. The rn said she checked the power cord and there was physical damage to the cycler port. The rn advised the port where you would plug the power cord is damaged on the cycler. The cause of the damage is unknown. The fresenius technical support representative issued a cycler replacement. Upon follow up, it was confirmed that there was no patient involvement and that no training was being done. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer of the power entry module switch.